Manufacturer narrative:
Lot # and mfg date now provided.

Event description:
A medtronic representative reported that during a spinal fusion procedure the reference frame was intermittently tracking. To troubleshoot the issue, the medtronic representative had the site replace the optical spheres on the frame and try covering the individual optical spheres; neither solved the flickering issue. The site opted to switch to a different frame to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.